Event description:
It was reported that a catheter revision occurred on 2012 (B)(6). The hcp felt that the anchor may have been partially occluded. It was thought that the existing catheter segments were spliced together. During the surgery, free flow of cerebrospinal fluid (csf) from the distal segment and proximal segment dripped. The pump medication at the time of the event was not reported. However, at the time of the report, the device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).